Manufacturer narrative:
The device was evaluated and repaired by pride (B)(6). The unit is working properly.

Event description:
Alleges customer was stopped on an island when using the controller, they commanded the pwc to go forward and the pwc allegedly veered and spun around, which caused the pwc to tip over, trapping the client under the chair.

Manufacturer narrative:
The device evaluation has not been completed at this time. Once evaluation is conducted, a follow-up report will then be issued.

Event description:
Alleges customer was stopped on an island when using the controller, they commanded the pwc to go forward and the pwc allegedly veered and spun around, which caused the pwc to tip over, trapping the client under the chair.